Manufacturer narrative:
The customer returned 4 additional bottles of test strips, which were evaluated by qa. One bottle was the same lot# as in the initial evaluation. Three bottles of contour test strips were of a differnent lot#. Product information(model# was not provided) and manufacture date.

Manufacturer narrative:
The model# was not provided.

Event description:
The customer received a blood glucose reading of 375mg/dl on his contour meter, adjusted insulin accordingly and then received and reading of 28mg/dl on his meter. He did not go to the hospital. He did not provide information regarding symptoms, but stated he was feeling fine at the time of the call. The customer returned his test strips for evaluation. A new kit was sent to the customer.